Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens, residue throughout the lens was observed. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: visual inspection found residue on a haptic torns lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot.

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -9.5/1.5/92(sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 as a replacement lens to correct low vault but the vault did not improve. The lens was explanted within the same surgery and it was reported that the problem resolved. Cause of event was unknown, reporter stated " the lens size recommended by ocos did not fit the patient." See MFR # 2023826-2021-01806 for claim against the initial lens.